Event description:
A falsely depressed troponin I result was obtained on a patient sample. The result was reported to the physician. The sample was repeated within 24 hours time when an instrument issue was identified. An elevated troponin I result was obtained on the repeat run of the original sample and a corrected result was reported to the physician. The patient who had been released was recalled to the hospital for further evaluation. It is unknown if patient treatment was otherwise altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result was a malfunction of the loci reader module. The sensitivity of the loci reader shifted after the repair and the customer failed to re-calibrate the method. The method was recalibrated and the instrument is now performing within qc limits. The instrument is performing within specifications. No further evaluation of the device is required.